Event description:
Customer ordered this product for overnight delivery, however because the product is on backorder, the order did not ship. Customer service did not advise customer of the back order status of this product. As a result of not having this product, the surgeon was unable to perform the excision of the area using the method he is used to. This situation altered the normal practice at this hosp and may have affected the pt care during surgery.